Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted .the 510k - k130520. The actual device was received for evaluation. Visual inspection revealed no obvious anomaly, including a break. The actual device, after having been rinsed and dried, was tested for the gas transfer performance by circulating bovine blood (@ hb 12 g/dl and 37o c) in it at the flow rate of 6 l/min and 4 l/min, under the conditions of fio2=100%, v/q=1. Both o2 transfer and co2 removal in volume were confirmed to meet manufacturer specifications. Simulation testing was performed; to simulate the change seen in dissolved co2 gas depending on the way to sweep co2 gas, co2 gas was swept against stirred saline solution 1 l in volume at the room temperature. As the result, it was found that the partial pressure of dissolved co2 gas was affected by the distance from the water level, co2 gas flow rate and/or the sweeping time. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. The perfusion record from the involved procedure was reviewed as follows: at 14:01 the extracorporeal circulation was initiated. At 14:22 blood gas analysis result: hb: 8.6 g/dl, pco2: 62.8 mmhg, po2: 570.0 mmhg and so2: 99.8%. At 14:38 the gas flow rate was increase to 3.25 l/min. At around 14:30, with fio2: 60%. Pco2 at 14:38 was found to have increased to 66.8 mmhg. At 14:57 the gas flow rate was increase to 8.0 l/min. At around 14:45, with fio2: 50%. Pco2 at 14:57 was found to have increased to 74.3 mmhg. At that moment, the circulation was stopped, and the actual device was changed out. At 15:08 after the change out of the actual device, pco2 went down to 55.9 mmhg. The circulation conditions at that time was unknown. IFU states: warning: measure blood gases and make necessary adjustments as follows. Control paco2, by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that due to co2 gas being swept in the operative field, blood with the increased pco2 dissolved in it was suctioned into the actual device, resulting in the increased pvco2. A low blood temperature made it difficult for co2 gas to be removed from the blood. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an issue with the involved capiox custom pack. The pco2 was kept high, at around 60-80mmhg since the initiation of the circulation. To resolve this situation, the gas flow rate was increased to 8.0l/min.; however, there was no change in the high value in pco2. Around 15:00, the circulation was stopped, and the actual sample was changed out. The procedure was completed successfully, and the patient was not harmed.